Event description:
It was reported by service report that the bed had a footboard communication error causing scale and bed exit to be unavailable. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: signal coil cord.